Event description:
A 4.2mm ti click'x monopaxial pedical screw was implanted on a veptr and the top of the screw broke off. The devices were implanted a couple of years ago. The patient was in for a follow-up expansion. When the surgeon tested the screw, the top of the screw came off and was stuck in the locking cap. The shaft of the screw was removed. The surgeon used a lamina hook to resecure the veptr. All parts were recovered and the procedure was completed without harm to the patient.

Manufacturer narrative:
Subject device has been reviewed and is currently in the investigation process. No conclusion is available at this time.